Event description:
It was reported that packages were opened with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, translated from french to english: several units of our last order have open cups.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that packages were opened with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, translated from french to english: several units of our last order have open cups.